Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in both eyes on the first postoperative day. The patient was treated with topical steroid drops. Additional information has been requested. There are two medical device reports associated with this patient. This report addresses the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).